Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to excess current leakage as a result of process residue on/around a filter, designator fl10, on the analog pcb assembly. The leaky filter prematurely depleted the internal hybrid layer capacitor (hlc) batteries of the device. The device would power on, charge and shock, during testing. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There were no reports of patient use associated with the reported issue. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary